Event description:
This lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2011 due to dislodgement. Upon interrogation after rv lead revision (B)(6) 2011 rv lead had intermittent capture and threshold increased to 4.0 v @ 1.0 ms and patient is dependent. Physician floored lead and it had dislodged. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).